Manufacturer narrative:
Continued e1 -- phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture, "intraprosthetic linear hyperechogenic image, close to its posterior surface (fold? Post-traumatic rupture?)", and 7mm from the nipple, hypoechoic nodular image persists with defined margins of 14x4x11mm. The device remains implanted.